Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as an itchy rash that was broken open. The patient's doctor recommended the patient use benadryl. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.